Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause for the pain is a malpositioned implant breaching the foramen. Lot numbers, manufacturing dates and expiration dates: p/n 7055-90, lot# i0268, manufactured 04/04/13, expires 2017-12; p/n 7055-90, lot# i0391, manufactured 05/29/13, expires 2018-03; p/n 7055-90, lot# 154267, manufactured 03/21/13, expires 2018-03.

Event description:
The patient was diagnosed with degenerative sacroiliitis confirmed by diagnostic injection. On (B)(6) 2013, the surgeon performed a bilateral si joint ifuse procedure on the patient placing three ifuse implants on the right side and three on the left side. The patient woke up after surgery with worsened right leg pain. Post-op CT showed that two of the implants on the ride side had broached the s1 foramen. The surgeon performed a revision surgery later that same day where he replaced all three implants on the right side with three shorter implants using the same holes from the previously removed implants. He also added one additional implant. The patient¿s right leg pain was better after the revision surgery. Per si-bone vp of medical affairs: ¿medical review of this case shows it to be a case of early revision surgery performed to treat a symptomatic malposition. All three implants were felt to be too long and broached the neuroforamen medially."